Manufacturer narrative:
Device analysis: one device was returned for analysis. Visual inspection showed the device was slightly worn. The tamper seal was undamaged. Review of the event history log (ehl) showed high pressure and error 1871. A functional and battery alarm test were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the optical switch was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited error code 1871. It is unknown if there was patient involvement, no adverse patient effects were reported.